Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. Medical records were provided and reviewed by a healthcare professional. Office visit 3 months post implantation indicated limping however not due to pain. Office visit 1 year post implantation indicated hx of prior large gluteus rupture that was sutured and weak buttock muscle, neg trendelenburg, tenderness with palpation. Office visit 2 years post implantation indicated use of cane for walking and lateral, flexor tendon, groin pain and sitting awkward. Xray indicated good position, notes advancing oa. Injection noted to have helped. Further office visit indicated continuous pain and noted possible iliopsoas tendonitis not happy with situation, not willing to revise. Reported event was confirmed by review of medical records provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: catalog number:650-1160 lot number:3458831 brand name: delta cer fem hd 32/+6mm t1; catalog number:110003619 lot number:3230050 brand name: biolox delta cer lnr 32mm; catalog number:192112 lot number: 691410 brand name: echo por fmrl lat nc. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported in a study that the patient experienced liopsoas tendonitis approximately 4 years post implantation. The patient received injection and the tendonitis was resolved. Attempts have been made and additional information on the reported event is unavailable at this time.